Event description:
This lead was explanted and replaced due to twiddler's syndrome. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed at approx. 44 cm distal to the is-1 connector pin deformations of the inner conductor coil. Based on the symptoms, it is reasonable to assume that this damage resulted from the from the reported twiddlers syndrome. Furthermore the ring electrode r2 and of the rv shock coil were observed to be damaged, which occurred most likely during the explantation procedure. The blood residuals in the lumen of the lead were most likely introduced by means of stylets used during the surgery. In summary, deformations of the inner conductor coil were observed, which resulted most likely from the reported twiddlers syndrome. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).